Manufacturer narrative:
Block a2: the exact age of the patient is unknown. However, it was reported the patient was around 71-80 years old. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0510 captures the reportable event of carrier failure to retract.

Event description:
It was reported that during a laparoscopic/robotic assisted hysterectomy procedure using a capio device, there was a dart / bullet / needle capture failure, which was further described as an issue with the unlocking mechanism. This event may suggest that there was difficulty retracting the carrier after device deployment. The problem was resolved intraoperatively, and the original device was used to complete the successfully complete the procedure without further issue. There were no patient complications reported.

Manufacturer narrative:
Additional information: blocks b5 and h6: device codes have been updated based on the additional information. Correction to blocks a3a, a3b, d1, d2a, d2b, e1 initial reporter facility name and address, e1: initial reporter phone and fax numbers, g2, and g4: premarket / 510(k) #. Block a2: the exact age of the patient is unknown. However, it was reported the patient was around 71-80 years old. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1 and g4: this complaint originated in the united states but was reported to boston scientific via survey submission from the united kingdom. Healthcare facility: (B)(6) medical center. (B)(6) united states.

Event description:
It was reported that during a laparoscopic/robotic assisted hysterectomy procedure using a capio device, there was a dart / bullet / needle capture failure, which was further described as an issue with the unlocking mechanism. This event may suggest that there was difficulty retracting the carrier after device deployment. The problem was resolved intraoperatively, and the original device was used to complete the successfully complete the procedure without further issue. There were no patient complications reported. Additional information received on august 11, 2025: it was clarified that the capio carrier did not extend when the device was actuated.